Manufacturer narrative:
The received device had the cannula assembly fully deployed. A bump/kink was observed on the distal end of the soft cannula. Despite the damage found, fluid was observed passing through the fluid path. It could not be conclusively determined if the damage in the soft cannula affected the flow of the insulin or if it happened during use or post use. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 25.4 mmol/l (457 mg/dl) while wearing the pod between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.